Manufacturer narrative:
One (1) ncp was issued for the core wire component of this product. The ncp was issued for white particulate on the ptfe coating and would not affect the strength or durability of the guide wire. The product returned for evaluation was separated into two (2) separate segments packaged in a zip lock bag. Upon removal the product was decontaminated by soaking in cavicide for approx 15 min. The distal segment has a j shape found in the distal tip and the proximal end of the distal segment was found to be looped or wavy. The separated distal nitinol tip segment was approx 20cm and the proximal nitinol tip segment was approx 15cm in length. There was approx a 3.5cm segment of core wire extending from the proximal nitinol segment at which point the separation occurred, the core wire was shaped similar to a u. The proximal ptfe core wire section was wound tightly into a loop with the torque device inserted over the wire. The returned wire was separated approx 15cm superior from proximal termination of the micro machined cuts. The separation point was examined under 40x magnification, and noted to be a clean break (meaning there were no rings or beams stretched and no cross-sectional area reduction of the core wire was observed that would suggest a tensile type break). Characteristics suggesting the wire may have been cut, were not visible, therefore, it was determined that the break/separation is indicative of a kinking/torsion type break.the break occurred in the proximal stiffer more rigid section of the wire, the break is similar to those breaks seen from severe kinking and or torsion separation as duplicated in lab studies. Also observed were two additional breaks in the nitinol the first break is a partial break found 4.5cm distally from the break separation, only the nitinol is found to be partially separated/broke. The second break is 7.5cm distally from the break separation, the nitinol only is broke at this section, the break occurs at the initial looping found in the proximal end. All three breaks have similar characteristics indicating a similar fracture occurred. Otherwise the nitinol/ guide wire is unremarkable, being normal in appearance, and present no usual signs of alteration, abuse, or damage. A lab study was performed on the materials of the returned device and compared to two (2) additional 1301 guide wires for comparison purposes. Each wire was dissected in the same location so that each test would be replicated to each sample obtained as closely as possible. Because the returned wire was severed proximal of the mid section on the nitinol torque sleeve a proximal section was dissected and a distal segment was dissected. A proximal section/length of 5 3/4" was dissected by removing the nitinol sleeve from the core wire both the nitinol and core wire were retained for testing. The same dissection was performed on the two (2) additional 1301 guide wires. A similar dissection was again performed on the distal section of all three (3) units. Because the distal tip of the returned wire was j shaped and may be kinked or damaged the units were dissected 1/2" from the distal tip and again at 4 3/8" from the first dissection. Both the nitinol and core wire were retained for testing. All six (6) core wires (three (3) distal sections & three (3) proximal sections) were tensile tested and the results of the core wire material were compared and found to be similar with no unusual findings (see attached results). All six nitinol sleeves (three (3) distal sections & three (3) proximal sections) were torsion tested and found to be similar with no unusual findings in the proximal section, however, the distal torsion results were similar in the two comparison wires that were obtained with lower test results found in the returned device, when the lower results were obtained during testing an observation was made of the break area which occurred in the distal 1cm region near the the clamping area of the device and was concluded the lower torsion turns were a result of not properly clamping the device in the fixture (see attached results). The data obtained from the testing of the materials revealed no unusual findings. Previous studies have been performed to assess breaks in the proximal region and to duplicate this type of failure. 1301 units were pulled from demo stock and subjected to lab testing to replicate failures in this region of the guide wire and assess possible conditions. A tracker excel 14 micro catheter and 18cm-2.5fr. Fastracker catheter were used in tandem with the 1301 synchro guide wire and subjected to simulated testing. Given the artifact features it is typical that this type of break occurs from a combination of buckling/prolapse and torque in the system (i.e mated micro-catheter and guide wire). It has been observed in previous simulated testing that a similar type break can occur when a guide wire and catheter in the vascular system prolapses or buckles followed by application of notable torque. Because of the flexibility and delicate nature of these products, buckling and prolapsing may occur when a vascular bifurcation exists and a looping of the product occurs in both arms of the vascular path(s). The 1301 guide wire was fed through the micro-catheter with a buckle purposely placed in the system at approx the same location as the separation, which occurred in this incident. The buckle was placed in the ID of a tube measuring approx 3/16". The wire was then torqued with 40 full rotations before a break occurred in the system, then the wire was removed and examined under 40x magnification. The break presented on the wire surface was notably similar in presented characteristics to the separation break surface of the returned failed device, however, the lab study was unable to duplicate the failure with two additional breaks occurring in the nitinol sleeve as observed with the returned device. A review of the provided IFU...more...

Event description:
Boston scientific has become aware of the following event after conducting a retrospective review of complaint records: the guidewire broke inside the cath. Retrieved the broken piece and replaced with another. Pt's post procedure status was reported as fine.